Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 384 mg/dl to "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.